Event description:
The hcp reports a patient experiencing shaking, skin crawling, fatigue and slurred words. The patient reportedly came in close contact with magnets on an airplane. The patient then starting experiencing shaking, skin crawling, fatigue and slurring of their words. The patient was seen by the hcp who performed a roller study, dye study, and pump analysis all of which were normal. The hcp reports the current status of the patient as stable. The pump remains implanted.

Manufacturer narrative:
The device remains implanted. The manufacturer suspects the patient symptoms were attributed to underinfusion from altitude variations and not electromagnetic interference.